Event description:
A malfunction alarm with code 16-0x20e6 was reported by an international distributor in slovakia. There was no adverse impact on the customer's blood glucose level. The customer was informed of the need to replace the pump and provided with a replacement pump to ensure continuous insulin delivery.